Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a rewind attempt. The blood glucose reading was estimated to be around the 200 mg/dl range. The customer stated that she was sleeping and thought she had smelled something, and she found her insulin pump smoking. She stated that she had discontinued use of the device for a while. She later observed a full black screen on the device. No other significant events leading to the alarm were observed. She also noted that the insulin pump had lines running across the screen when she tried to get it to start up. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. No blank display, beeping anomaly, smell burned, black screen, missing segments/partial display or display anomaly noted. However, the insulin pump had moisture damage found on the electronics. The insulin pump received with cracked case at display window corners, battery tube threads and minor scratched display window.